Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/11/2015 with the following findings: the pump powered on with a blank display which prohibited further testing. The pump case was opened and the display was found to be cracked. Upon replacement with a test display, the display screen was clear and legible.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. The reporter indicated that the display was cracked and the screen was not able to be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.